Event description:
It was reported that while updating software using the software distribution network an error message was generated. The power was recycled but the error recurred. The programmer has been returned for service. There was no patient involvement. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head tested out of specification electrically on the e-field immunity and uplink functional tests, the head's cable was replaced to resolve. Analysis also found that the head's lens was cracked in the upper case and that the label was missing its laminate backing. Concomitant products: product ID 229047 software analyzer; product ID 2090w programmer. (B)(4).